Manufacturer narrative:
Siemens filed the initial MDR 2432235-2021-00263 on 21-oct-2021. Additional information (11-nov-2021): siemens reviewed the information provided and noted that quality control (qc) was in range. Siemens noted that the falsely depressed urinary/cerebrospinal fluid protein (ucfp) result and repeat test were within the reference interval of 0.01 - 0.15 g/l, and the physician did not request a corrected report. Siemens identified no issue with the water or reagent delivery between the initial and repeated results and no mechanical problems on the day of the event. Siemens concluded that the cause for a falsely depressed urinary/cerebrospinal fluid protein (ucfp) result is unknown and cannot rule out pre-analytical factors or sample-specific issues as a potential cause of the event. The atellica ch 930 analyzer is operating as specified, and no further evaluation of the analyzer was required.

Event description:
The customer obtained a discordant falsely depressed urinary/cerebrospinal fluid protein (ucfp) result on the first patient sample aliquot on an atellica ch 930 analyzer. The result was reported and questioned by the physician(s). The customer used the same aliquot and two additional aliquots to perform repeat testing. The customer performed the repeat testing on the atellica ch 930 and an alternate analyzer and sent the same patient sample to alternate sites for additional repeat testing. The customer noted the repeat results obtained on the atellica ch 930 analyzers were similar, including a repeat result obtained on the alternate platform. It is unknown which repeat result was reported, as the correct result, to the physician(s). There are no reports of adverse health consequences due to the falsely depressed ucfp result.

Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center (ccc) and noted no impact to quality control (qc), proficiency and linearity testing, or other patient results. Siemens is investigating the event.